Event description:
It was reported that the healthcare provider (hcp) office had scheduled the patient's refill appointment for (B)(6) 2014 in error, but the low reservoir alarm date was (B)(6) 2014 (set to 3ml). The pump was alarming and the patient was going to the hcp on the date of the report for a refill. They were unsure of what dose to start the patient, but they planned on monitoring the patient after the refill. It was calculated and confirmed with the reporter that the patient's pump had been empty since (B)(6) 2014. The reporter was not aware of any patient symptoms at that time. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).